Event description:
It was reported that a malfunction alarm occurred. There was no reported adverse impact to the customer. Reportedly, the pump was exposed to radiation medical equipment. The customer reverted to an alternate method of insulin therapy and a replacement pump was sent to the customer to resolve the issue.